Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance of greater than 2000 ohms and an increase in pacing threshold measurements. The patient was seen for a revision procedure where the lead was surgically abandoned. A new rv lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Only the proximal segment of lead was returned which had been severed 11 centimeters from the is-1 terminal pin. The returned portion of the lead was determined to have been electrically continuous. No further testing was done. The clinical observations were not able to be confirmed.

Event description:
Subsequent information indicates that a portion of the lead has been returned for analysis.